Event description:
As first reported by MFR report # 1319044-2013-00002. A fire originated in a back bedroom of an apartment. The pt involved was found unconscious in her apartment and died later the same day. A newlife intensity 10 oxygen concentrator was found in the pt's bedroom. The pt involved used the oxygen concentrator on a regular basis and had been using it the morning of the fire. During the fire investigation, it was reported that a subject helios portable liquid oxygen unit was discovered down the hallway of the bedroom in a closet. The subject helios unit (unk model number or unk serial number) was not damaged in the fire, and was determined to have no involvement in the incident.